Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio pro was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose reading of 14.5 mmol/l on the reported meter, and a reading of 10.9 mmol/l on another manufacturer's meter within 30 minutes. The patient did not suffer any injury due to this issue. As the test results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.